Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 700 mcg/day) via an implanted pump. The patient¿s medical history was cerebral palsy. The indication for pump use was intractable spasticity. It was reported that the patient had wound dehiscence at the pump site. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be a recent pump replacement procedure. The patient was referred for surgical evaluation for likely explant, but the surgery had not yet been scheduled. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event. Additional information was received on august 12, 2025, from a healthcare provider who reported that the patient needed to have the pump removed due to an infection which was noted last week thursday. Per the healthcare provider, the patient had had the drug titrated down for explant.